Event description:
At the conclusion of a gall bladder laparoscopy, with the procedure completed and the pt on the table in reverse pt orientation, awaiting a c-arm x-ray, the pt went into cardiac arrest. Surgical assistant performed CPR-like chest compressions by standing to the right side of the pt's upper torso, for approx 3-4 minutes (an estimated 50 compressions), stopped for the anesthesiologist to check pt, restarted compressions, when an audible "pop" was heard. The section of the table with the pt's upper torso, went down to the floor. Pt was immediately removed from the table. It was stated by the surgical assistant that the pt was breathing when he was removed. In a telephone conversation with the facility risk manager on 8/19/98 he stated that an MRI taken after the event revealed that the pt did not sustain any fractures or other identifiable injuries as a result of the fall.